Event description:
It was reported that patient underwent primary oxford knee replacement on (B)(6) 2011. Revision procedure was performed on (B)(6) 2012 due to pain with tibial subsidence. No further information has been received.

Manufacturer narrative:
The returned tibial and bearing components each possess areas of apparent burnishing and some abrasion, which are generally located towards the anterior aspect. Despite an amount of bony ingrowth on the porous coated surfaces of both the femoral and tibial parts, this burnishing is indicative of some degree of component loosening. The reason for the loosening is unknown, and without the aid of radiographs, it cannot be substantiated if it was a cause or result of the reported tibial subsidence. The ridging on the rail and the articulation marks on the superior surface of the tibial tray suggest there may have been some third body particles trapped between the bearing and the tray, possibly from the porous coating after abrasion/burnishing, or possibly from small bone fragments. The returned components have several signs of burnishing and abrasion, suggesting a degree of loosening of the parts. However, it is unknown if this was a cause or result of the reported tibial subsidence, and without radiographs, further conclusions cannot be drawn.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.